Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this right atrial (ra) lead became dislodged and required surgical intervention. A new lead was an attempted implant at this procedure but it was unsuccessful. The initially dislodged lead remains in service at this time. No additional adverse patient effects were reported.